Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the entire spinal cord stimulation (scs) system was removed due to an infection. No further information has been obtained at this time. Additional information was received stating that the infection was present at the implantable pulse generator (ipg) and lead incision sites. The patient experienced symptoms of fever and chills. The infection was determined not to be device related. The patient was started on antibiotics; culture results were unavailable. The scs system was disposed by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the entire spinal cord stimulation (scs) system was removed due to an infection. No further information has been obtained at this time.